Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument suddenly stopped working and the system prompted the user to change the instrument. The fractured part had been completely removed and no fragment remained in the patient. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the blade did not break so no debris fell into the patient's abdominal cavity.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade. The instrument was connected to the in-house harmonic ace generator and an error message was observed. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. An additional observation not reported by the site was also observed. The instrument was found to have the teflon pad damage on the clamp arm and a piece measuring approximately 0.041" x 0.083" in size was missing and was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The provided images were reviewed by a regulatory post market surveillance analyst which shows that the instrument was missing a piece of teflon pad at the tip.